Event description:
Rn was flushing the broviac red lumen when there was a popping sound and the pt cried out in severe pain. The following day, a dye study on the broviac confirmed a small perforation in the catheter line in the subcutaneous tunneled area. Then on [date redacted], pt taken to surgery to have the broviac removed. It was cut into 3 pieces by the surgeon during removal; and then a new one was placed.